Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and no errors related to the complaint were observed. An internal visual inspection was performed and passed as no evidence of burnt or damaged components were found. The battery voltage was measured and was found to be within specifications. The complaint confirmation of the overheating of the receiver could not be determined as all testing could not be completed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having overheating could not be determined. A probable cause could not be determined.